Event description:
It has been reported to philips that the system produced an error of fluoroscopy not possible. The patient was moved to another room to complete the diagnostic procedure. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. According to the new information gathered, the problem arose during a coronary diagnostic procedure that was delayed for around thirty minutes and then completed by moving the patient to another room. The philips remote service engineer checked the system remotely and confirmed the reported issue. Customer stated that, while doing procedure they were getting message shutters not available and fluoro not possible. The customer rebooted the system three times and the problem persisted. Cx restarted the system, and the error no longer appears. The system was then restored to normal operation. The codes were updated based on the investigation outcome.